Event description:
This is a report of a home patient (hp) who re-used supplies while connected to the homechoice for peritoneal dialysis therapy. After observing air in the patient line, the caregiver helped the patient end therapy and disconnect from the set. After getting back to prime, the caregiver reconnected the patient using the same supplies and initiated therapy. The caregiver was advised not to re-use supplies and the supplies were discarded. The patient was able to perform therapy at a later time with no difficulties. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who re-used a set of supplies when initiating therapy. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.